Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm while changing the reservoir and the infusion set. The customer¿s blood glucose level was 7mmol/l and 8 mmol/l at the time of the incident. The customer stated that the insulin was squirting out during the manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.